Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: the pump powered on with the returned battery cap. The display was dully illuminated and fully functional; the display was not blank. Unrelated to the original complaint, the battery compartment was cracked with evidence of moisture contamination observed inside. The pump case was cracked near the display area. The leak test showed a leak at the battery compartment cracked. The pump case was removed and there was no evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: australasian medical & scientific ltd (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.